Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nausea. Concurrent conditions included hypercholesterolemia, hypertension and insomnia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue,"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia(inability to havesexual intercourse),") and nausea ("nausea"). In (B)(6) 2012, the patient experienced depression ("depression") and the first episode of anxiety ("anxiety"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems") and the first episode of dysgeusia ("metallic taste in mouth "). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced rash ("skin rashes"). In 2013, the patient experienced antinuclear antibody positive ("positive ana") and alopecia ("hair loss"). On an unknown date, the patient experienced the second episode of anxiety ("anxiety"), loss of libido ("loss of libido/decreased libido"), sexual dysfunction ("sexual dysfunction"), the second episode of dysgeusia ("metallic taste in mouth"), abdominal pain lower ("cramping"), back pain ("back pain"), headache ("headaches"), mood swings ("mood swings"), weight fluctuation ("inconsistent weight gain and loss"), hot flush ("hot flashes"), urticaria ("recurring red welts") and arthralgia ("joint pain"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of anxiety, loss of libido, sexual dysfunction, the last episode of dysgeusia, abdominal pain lower, dysmenorrhoea, back pain, headache, mood swings, weight fluctuation, hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, depression, antinuclear antibody positive, urticaria, tooth disorder, fatigue, rash and arthralgia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, antinuclear antibody positive, arthralgia, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hot flush, loss of libido, menorrhagia, mood swings, nausea, pelvic pain, rash, sexual dysfunction, tooth disorder, urticaria, vaginal haemorrhage, weight fluctuation, the first episode of anxiety, the first episode of dysgeusia, the second episode of anxiety and the second episode of dysgeusia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events: hormonal changes describe: mood swings, inconsistent weight gain and loss, decreased libido, hot flashes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel allergy, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety, autoimmune disorder type of disorder: positive ana, rashes or skin conditions type: recurring red welts, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, nickel allergy, dysmenorrhea (cramping), pain, fatigue, hair loss.were addedlab data, concomitant condition , historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), loss of libido ("loss of libido"), sexual dysfunction ("sexual dysfunction"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful menstrual cycles"), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, loss of libido, sexual dysfunction, dysgeusia, abdominal pain lower, dysmenorrhoea, back pain and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, headache, loss of libido, pelvic pain and sexual dysfunction to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.